Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired on an unknown firing and the clip scissored and the cystic duct artery was torn. They used sutures to repair the cystic duct artery. There was no adverse consequence to the patient.